Event description:
Potentially defective boston scientific sensation short throw snare, lot 30525338, exp: 11-10-2025. Initially the snare would not cut or coagulate for polypectomy on a large 2cm pedunculated/pendulous polyp. The intraop rn said that it sounded like the cautery was working but did not show that it was cutting through on the screen- "didn't even bubble up the tissue" and no change in color of tissue. They switched out cautery machines/pedals and it was still unsuccessful. After 10-15 minutes and then trying to get the snare off the long polyp since it was then embedded in the tissue, they tried to reposition, attempted cautery again and were then able to cut through the polyp successfully.